Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown pfna construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sevinç, h.f. Et al (2020), comparison of functional outcomes in patients fixed with dynamic hip screw and proximal femur nail-anti-rotation in a1 and a2 type intertrochanteric femur fractures, ulusal travma ve acil cerrahi dergisi, vol. 26 (5), pages 811-817 (turkey). The aim of this study is to compare clinical and functional outcomes between patients treated with dynamic hip screw (dhs) and proximal femoral nail-antirotation (pfn-a) implants. A total of 122 patients (66 male and 56 female) were included in the study. 66 of these patients (39 male and 27 female) with a mean age of 77.1 (35¿92) years underwent surgery with dhs. 56 patients (27 male and 29 female) with a mean age of 78.9 (50¿105) years underwent surgery with pfn-a. All patients had at least 12 months follow-up. The mean follow-up period was unknown. The following complications were reported as follows: dhs group: 2 patients had implant failure. 6 patients had a loosening of compression screw. Pfna group: 11 patients had implant failure. 1 patient had intraoperative fracture. This report is for an unknown synthes dhs constructs, unknown synthes screws, and unknown pfna constructs. This report is for one (1) unknown pfna construct. This is report 9 of 9 for (B)(4).